Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell and the touch screen became cracked and a portion of the screen became unreadable due to the damage. There was no reported impact the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.